Manufacturer narrative:
Additional manufacturing dates for this product include (non-sterile) (B)(4) 2014. Device history record review: manufacturing date: january 13, 2015 - expiration date: january 1, 2025. The complaint is not related to the sterility of the product, but to post-op migration. Therefore, a review of the non-sterile counterpart has been conducted with results as follows: non-sterile part 459.360 / lot 5932270. Manufacturing location: (B)(4) - manufacturing date: december 22, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had a proximal femoral nail anti-rotation (pfna) done for fracture proximal femur on (B)(6) 2015 and was discharged on (B)(6) 2015. However, patient was seen on (B)(6) 2015 for pain and x-ray revealed a cut-out of the pfna blade. Diagnosis: lag screw acetabular migration. Patient had to undergo an operation on (B)(6) 2015 to remove the cut-out blade and discharged well on (B)(6) 2015. The condition of the patient was reported as stable. The nail is still in the patient's left femur. The patient status is well; mobilized on wheelchair. This is report 3 of 4 for (B)(4).